Event description:
During lasik surgery in 2002, the intralase fs laser was used to create the corneal flap and the intralase fs disposable patient interface (pi) was used to applanate the cornea prior to flap creation. During flap creation, there was a small area of ineffective photodisruption that required additional manipulation to lift the flap. This event did not result in any patient injury and the patient's post-operative visual acuity is 20/20. After reviewing a videotape of the surgery, the surgeon noticed there was a possible defect on the surface of the patient interface applanation lens. The possible lens defect was in the same location as the area of ineffective photodisruption. This event is being reported as a malfunction MDR because if it recurred, it could lead to a corneal tear and possible surgical intervention.